Event description:
A health care provider (hcp) reported via distributor that a nerve monitoring emg tube electrode connection was broken and impedance was bad pre-operatively. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed that visually, the harness was cut, and the portion containing the plugs for the patient interface was not returned with the device. The continuity of the remaining harness to the contacts on the emg tube was tested with no shorts being detected. When viewed under magnification, there were no cracks in the electrode contacts. The cuff was fully deflated and then inflated with 20cc of air with no difficulty inflating or leakage. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.